Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine visit, a patient with a ventricular assist device (vad) experienced a gain of weight, diarrhea, and mild dyspnea. A physical examination revealed a congested vena cava, and log files indicated less flow than before. Log files showed power to be elevated, although still within the normal range. A computed tomography scan showed a possible formation close to the pump inflow cannula. The patient was hospitalized to treat congestion and received diuretics, resulting in the removal of 8 liters of fluid. An increase in hematocrit from 41% to 46% was noted. The computed tomography scan was scheduled to be repeated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation as it remains implanted. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a slight decrease in estimated flows on 29/jan/2025 and a gradual increase in power consumption starting on 19/feb/2025; leading to parameters above normal operating range. However, no alarms were logged within the analyzed period. As a result, the reported low flow and high power events were confirmed; however, the reported ¿congestion¿ event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.